Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead eroded through the patient's skin and was exposed. It was reported that there was a breakage of the skin. The patient was prescribed with antibiotics and underwent an explant procedure because they were worried about an infection. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4). Description: precision spectra implantable pulse generator the explanted ipg was not returned to bsn. As no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient's lead eroded through the patient's skin and was exposed. It was reported that there was a breakage of the skin. The patient was prescribed with antibiotics and underwent an explant procedure because they were worried about an infection. No device malfunction was suspected.

Manufacturer narrative:
Sc-113 (sn: (B)(4)) device evaluation indicated that there was a cut lead proximal tip in port b. A review of the sterilization record of the spectra ipg did not find any anomalies or deviations that potentially relate to the reported event. Sc-2366-50 (sn: (B)(4)) device evaluation indicated that visual inspection found no anomalies. A review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (lot #: 17633069) device evaluation indicated that visual inspection found no anomalies. A review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient's lead eroded through the patient's skin and was exposed. It was reported that there was a breakage of the skin. The patient was prescribed with antibiotics and underwent an explant procedure because they were worried about an infection. No device malfunction was suspected.